Event description:
On november 11, 2006, the surgical rn found three containers of shelhigh biological vascular patches that had a questionable seal around the top of the container lid. The plastic seals were intact on the containers, but did not appear to completely come down over the edge of the lid for the complete circumference of the container. Since sterility of the container contents could not be assured, the contents were not used. The containers and contents were returned to the the distributor for the shelhigh vascular patch.